Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high and low blood glucose levels with unknown blood glucose levels at the time of the incidents. The customer was advised to turn off basals, and bolus every time they went high, as they were having lows. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was shown how to set up basal patterns. The insulin pump will not be returned for analysis.